Manufacturer narrative:
The technician replaced the casters to repair the bed.

Event description:
Info received indicates the brake and brake/steer casters on the foot end of the bed will lock, but continue to swivel when in brake.